Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was in the 300's (mg/dl). The customer changed supplies. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.